Event description:
Procedure type: lap gastric bypass. According to the reporter: the endostitch would not open to reverse suture. There was no bleeding reported in excess of 500 cc. The case was not extended by more tan 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).